Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. It is unknown what type of confirmatory testing was performed. Multiple attempts have been made to obtain additional information, with no response from the customer at this time. Eua#: (B)(4).

Manufacturer narrative:
H6: investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082 ), batch number 0220122. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation was performed on the batch number provided. The reported issue was unable to be confirmed. However, there is a trend against false positive results. Bd has initiated CAPA (corrective and preventive action) 1878253 to further investigate. The root cause could not be identified. Bd quality will continue to closely monitor for trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. It is unknown what type of confirmatory testing was performed. Multiple attempts have been made to obtain additional information, with no response from the customer at this time. Eua#: (B)(4).